Event description:
Smith & nephew negative pressure wound therapy (npwt) on a perineal wound of pt who has diagnosis of necrotizing fascitits. Large amount of drainage noted to be pooling under drape. Npwt pump was on, functioning and set at continous therapy at 140 mmhg. The pump was not pulling off excessive drainage as was expected. Pump did not alarm noting any excess drainage or pooling either.